Manufacturer narrative:
Concomitant: product ID 7495lz10, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2011-(B)(6), product type extension. Product ID 7495lz10, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2011-(B)(6), product type extension. Product ID 3487a, lot# j0225562v, implanted: 2002-(B)(6), explanted: 2011-(B)(6), product type lead. Product ID 3888-28, lot# j0225498v, implanted: 2002-(B)(6), explanted: 2011-(B)(6), product type lead. Product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) that was replaced in may was not replaced due to normal battery depletion but replaced because it had not worked right since implant. The patient was unable to say what was not working only that it had to be replaced because ¿it¿ was not working.